Event description:
It was reported the patient had a loss of therapeutic effect. The patient was in the hospital due to pneumonia for five days. The patient only felt faint stimulation and did not know when they had to use the bathroom. The issue started when they went into the hospital. The patient had had a chest CT scan. While on the call, stimulation was confirmed on. The patient increased from 2.5 v to 3.5 v and felt stimulation comfortably. There were no falls or traumas associated with the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0nh7z, implanted: 2014-(B)(6), product type: lead. (B)(4).